Event description:
A malfunction alarm identified as malf 16 was reported, but there was no adverse impact to the customer's blood glucose level. The pump was determined to not be resettable, leading technical support to arrange for a replacement. The customer was informed about the necessary replacement and chose to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Tandem confirmed the shipping address for the replacement pump and instructed the customer to allow the battery of the faulty pump to deplete before sending it back within 10 days using a pre-paid return label.